Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that the patient died due to an unknown cause of death, however they wanted to know if the implantable pulse generator (ipg) had any failure or not.